Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that it was observed that foreign objects were clogging the nozzle. Due to this clog, water supply volume, air supply volume and water removability did not meet the standard value. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that the adhesive of the bending section cover had a chip due to chemical or physical stress. It was observed that the adhesive around the objective lens was peeled. It was also observed that the control unit had discoloration due to deterioration or due to chemical stress. It was observed that the electrical connector had discoloration due to water leakage caused by water invasion in the device. Lastly, scratches were observed on the following unit components due physical stress caused by a handling problem: plastic distal end cover, connecting tube, zoom connector, scope connector cover, switch box, lock engagement lever, lock engagement knob, up and down knob, right and left knob, flexibility adjustment ring, universal cord, grip, control unit and on the scope connector. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. It was unknown if the customer submerges the endoscope in cleaning fluid. It was unknown if the customer flushes the air and water nozzle with detergent solution. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera colonovideoscope had poor water delivery. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope. There was no delay in the start of precleaning. No abnormalities in the accessories used in reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.